Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the gold lever on the mayfield base unit (a2101) was not locking. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.

Manufacturer narrative:
Mayfield ultra base unit (a2101) was returned for evaluation. Complaint was confirmed from the evaluation. The shock cushion moved and it's impeding the cam rod. Evaluation showed that the isolator lock pins, teeth on the 6in transitional,1/4 pin is worn and the threads on the adjustment wrench are worn. Device exceeds its expected life of 7 years (manufactured in 2011). The unit needs repair, and replacement of worn parts. General maintenance and cleaning required. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.